Event description:
Balloon would not deflate while in pt.

Manufacturer narrative:
Lot history record review: the lot number was not provided. A ship history was conducted on the reported catalog number. The following lots of the reported catalog number were shipped to the complainant in the 3 months prior to the incident date: 935406, 937084, 937757 and 937761. The possible lot history records were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for eval and the following was observed: the balloon catheter was returned in one piece. The plastic strain relief is on the balloon. The balloon is bunched up in at the tip of the catheter, due to the plastic strain being pushed up on the balloon. There is a 1.5 cm stretched section 6 cm from the distal tip of the catheter. There is a 1.2 cm stretched section 9.6 cm from the distal tip of the catheter. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. During the eval of the returned samples, two stretched sections were observed in the shaft. It is believed the stretched sections on the catheter shaft interfered with the inflation and deflation of the balloon. Prior to release, the balloons are 100% inspected. During this process, every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. If the stretched section occurred during the mfg process, it would have been detected during this inspection. The instructions for use state the following to help prevent stretching from happening: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." These types of complaints will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.